Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One 3.00x30mm and one 2.50x38mm resolute onyx rx coronary drug eluting stents were used to treat a mildly tortuous, moderately calcified lesion exhibiting 99% stenosis located in the mid-proximal lad. Both devices were inspected with no issues. The lesion was pre-dilated. Following pre-dilation rotational coronary atherectomy was performed. Both stents were post dilated. It was confirmed by ivus that the stent was adhering to the vessel wall. It is indicated that the stenosis rate post implantation was good. No issues were reported at the time of implantation. It was reported that approximately 6 months post implantation of the stents that the patient presented with stent thrombosis. During transportation to the hospital cardiac arrest occurred. Percutaneous cardiopulmonary support was attached to the patient. An angiography revealed 99% stenosis in the proximal lad. The lesion was pre-dilated using a 2.5x15mm non-medtronic balloon. Thrombus aspiration was performed. Size-up was performed using a 3.0x15mm non-medtronic balloon catheter. Ivus was performed to check the status of the implantation. The procedure was completed. It was reported that patient death occurred on the same date of intervention. It was reported that cause of death was stent thrombosis.

Manufacturer narrative:
Patient had history of dialysis. The patient presented with acute mi on the day of the event. The patient was on dapt at time of the event. If information is provided in the future, a supplemental report will be issued.